Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the display screen was blank. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 08/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings:a review of the alarm history indicated multiple related call service alarms had occurred. The pump powered on to a blank display screen with functional auditory and vibratory features. Investigation revealed that a slave processor failure had occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.